Manufacturer narrative:
A medtronic field service engineer (fse) visited the site and was unable to replicate the reported event. System passed all testing and was found fully functional.

Event description:
A medtronic representative reported that during a spinal fusion surgery, the o-arm would not boot up completely. It showed a red 'x' for mvs (mobile viewing station) connection. He also noted that the mvs booted up and then the screen went black. After rebooting and reseating the umbilical cable the issue was resolved. The site noted that the umbilical cable felt loose. No harm to patient. Delay of ten minutes for troubleshooting this issue.